Manufacturer narrative:
Covidien reference: (B)(4).

Event description:
It was reported that, prior to patient use, a physician observed that an endobronchial tube cuff failed to completely deflate. There was no patient involvement.

Manufacturer narrative:
Covidien reference: (B)(4). One endobronchial tube was received for investigation. A visual inspection was performed and found that the shape of the tube had been altered by using the stylet. The cuff was stretched over the tracheal notches. Functional tests were performed, and upon removing the stylet, both cuffs were inflated and deflated without issues. All manufacturing controls were found acceptable and effective to detect the reported failure mode.